Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited a gradual decrease in pacing impedance. No changes or interventions were reported. There were no patient consequences.